Event description:
It was reported to covidien on (B)(6) 2013 that there were dashes across the screen. The complaint became reportable when covidien investigation on (B)(6) 2013, found intermittent missing segments on the display. There was no patient involvement.

Manufacturer narrative:
The display pcb was replaced as it showed multiple cold solder joints. (B)(4).